Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5 of 6. The home patient (hp) found a clamp open on an unused line. The technical service representative (tsr) explained the alarm to the hp, instructed to end therapy and advised to contact nurse in the morning. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) was confirmed and the cause is due to use error; the patient having a clamp open on an unused supply line. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).